Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked. This occurred during patient use. It was stated that the tubing sets had hole that leaking in the middle of the tubing itself. They were trying to run oncology drugs through the tubing sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.